Event description:
A malfunction on the pump was reported after the customer was pushed into a pool. The reported issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer, whose pump was under warranty, was advised by technical support to switch to multiple daily injections (mdi) as backup therapy. They were sent a replacement pump with updated software, and instructions were provided for sensor use and pump storage. Additionally, the customer was directed to return the malfunctioning pump to tandem using a pre-paid label within 10 days.